Event description:
It was reported by dealer that the ctmt calf pad bracket was broken on the tdxspree power chair. The dealer has no additional information being the patient sent a picture to them and asked for a replacement. Protocol questions do not apply being the dealer has no patient information.